Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had excessive leaflet redundancy. One clip was deployed on the mitral valve, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital for an unknown reason. Echocardiography was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2021, a second mitraclip procedure was performed and two clips were deployed on the mitral valve, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology. The mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Date of event: date estimated.